Manufacturer narrative:
E1 complete facility name: (B)(6). The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head had no image. The reported malfunction occurred during preparation for an unspecified procedure prior to sedation. The procedure was completed using a similar device. There were no reports of patient injury or medical intervention associated with this event.

Event description:
It was reported the camera head had no image. The reported malfunction occurred during preparation for an unspecified procedure prior to sedation. The procedure was completed using a similar device. There were no reports of patient injury or medical intervention associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, it is likely the customer report of no image was due to damage on the cable. However, a definitive root cause could not be established. Olympus will continue to monitor field performance for this device.